Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a micro-puncture. A new ipp cylinder was implanted on the right side. Additional information received states that approximately two weeks prior to surgery the device was not working properly. Testing showed there was a leak in the right cylinder. The patient was doing well following the surgery.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: product analysis confirmed both reported allegations; however, the most probable cause of the reported explant cannot be concluded. The fluid leak allegation was confirmed based on the identification of a leak in the cylinder body. This leak was concluded to be attributed to sharp instrument damage; product analysis is unable to conclude when this damage occurred and if it is related to the explant procedure or unintentional damage by the user. A device malfunction was identified based on a bulge attributed to fluid between the inner and outer tubes. Both the fluid leak and the bulge of the cylinder would directly affect the functionality of the device. It cannot be confirmed which malfunction was the most probable cause of the reported events. Based on the conclusion that the cause of the malfunction would differ depending on whether the device was explanted due to unintentional sharp instrument damage from the user or a component failure resulting in a cylinder bulge, the conclusion of "cause not established" was used.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a micro-puncture. A new ipp cylinder was implanted on the right side. Additional information received states that approximately two weeks prior to surgery the device was not working properly. Testing showed there was a leak in the right cylinder. The patient was doing well following the surgery.